Event description:
At the completion of a hysteroscopy, the hysteroscope was placed on the abdomen of the pt. The light cable partially disconnected from the hysteroscope. The light source reacted to the reduced light as if it was caused by an obstruction and switched to full power. As a result of the intense light the pt recieved a 2 cm blister/burn with a 6 cm area of redness.